Manufacturer narrative:
Evaluation summary: the lens was returned. Solution is dried on the lens. One haptic is broken at the haptic insertion area. The haptic insertion area is split. The posterior optic surface is deeply scraped near the edge, similar to a stutter scratch. Non-qualified associated products were indicated. Broken haptic damage and optic damage was observed. The root cause is most likely related a failure to follow the directions for use (dfu). The account used a lens/cartridge/handpiece and viscoelastic combination which is not qualified for use. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the iol was broken and a snap sound occurred when he attempted to put the iol in the injector after bending it. The surgery was completed with another lens.